Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple temperature alarms occurred while pump was in normal pumping conditions. No reported adverse impact to the customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.